Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During unsheathing to flex ball, a thrombus was noticed on was sheath. The wds was removed, and the physician aspirated the thrombus. Both the was and wds were exchanged to complete the procedure. There were no further complications, and the patient was discharged the next day.